Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: regarding event description, could you please confirm device product code? Unknown. Could you please provide more details for quality issue found? Unknown. Could you please clarify if there was any physical damage identify? There was no sign of physical damage on the appearance. The event was described as that the anvil and the bottom nail seat could not be tightened, and the gap was more than 1.5mm by visual inspection. Please provide a picture (if available) no.

Event description:
It was reported that during the surgery, found the cartridge has damaged. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.